Event description:
No additional information on event.

Manufacturer narrative:
(B)(4). The device history record for zimmer air dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 15 march 2019, it was reported from (B)(6) hospital that a dermatome was not cutting to specifications of (B)(6) 2019. The customer returned a zimmer air dermatome serial number (B)(6) for evaluation. Evaluation of the device on 29 march 2019 noted that the dermatome was out of calibration at the zero setting and ran within motor speed specifications. The head was also noted to have been worn and damaged. Repair of the dermatome occurred the same day and involved replacing the machined head, calibration shaft, and multiple bearings. The technician then tested and verified that the device was functioning as intended and then returned the device to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2019. The service technician was unable to find a failure of the device that would result in the dermatome not cutting as intended. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device was not cutting to the spec. The event occurred during testing and there was no harm, no delay reported. No adverse events were reported as a result of this malfunction.